Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, abrasion marks were detected between 40 and 46 cm distal to the is-1 connector pin. However, the insulation was not breached and this damage is not assumed to be the root cause for the clinical observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to mechanical stress due to friction against another implantable device such as a nearby lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced due to gradual high capture thresholds. Physician believes the cause is scar tissue forming around the lead tip. No adverse patient events were reported. Should additional information become available, this file will be updated.